Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/24/2017. Additional information received reported that the reason for explant in the initial MDR (lens malfunction) means the patient complained of not being able to see clearly. Also, there was no patient injury. No additional information was provided. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the lens was torn most probably to make explant possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was explanted due to a lens malfunction (exact issue not provided). The lens was replaced with the same model lens with a lower diopter (19.0). No further information was provided.